Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. The pump was reset and insulin delivery was resumed. Additionally, it was reported that a cartridge change error occurred with multiple cartridges. The customer reloaded the cartridge to resolve the issue. It was also reported that the battery gauge was fluctuating. Lastly, it was reported that the pump touch screen was unresponsive. There was no reported impact to the customer's blood glucose level. No additional information was provided and the customer declined troubleshooting with tandem technical support.